Event description:
This is an initial and final report. Approx three yrs post cypher stent implant, the patient developed an acute myocardial infarction (ami). He was brought to the hospital as an emergency. Coronary angiogram (cag) was conducted and thrombus was observed in the cypher. To treat the thrombus, plain old balloon angioplasty (poba) was conducted with a balloon (hiryu 3.25 x 15mm and mercury 3.5 x 15mm). The distal portion of the cypher was hazy. The patient recovered and was discharged from the hospital six days later. The target lesion was at the proximal left anterior descending. The details info of implant is unk. In 2005, a 3.0 x 23mm cypher stent was implanted at the proximal left anterior descending. Physician's comment: the possible cause of the thrombotic event was because the plaque was ruptured at the distal portion of the cypher.

Manufacturer narrative:
A report was received that a patient experienced a very late thrombotic event after coronary stenting. Very few details have been provided, and the reporter indicated no further info would be available. The patient's history was significant for hypertension, hyperlipidemia and smoking. The target lesion was aha 6 the proximal lad. A 3.0mm x 23mm cypher was deployed in the lesion. There are no other details surrounding this event available. Approx three yrs later, the patient was brought to the emergency room and diagnosed with an acute myocardial infarction. A coronary angiogram was conducted and thrombus was observed in the cypher stent. Plain old balloon angioplasty was conducted and the event resolved without further sequel. It was reported that the distal end of the cypher was hazy. The product remains implanted in the patient thus not available for evaluation. A device history record review was not conducted, as the lot number for the involved device was not provided. Thrombosis is a known potential adverse event associated with coronary stenting. Smoking increases the chances of an adverse event occurring. Review of the very limited info suggests that patient and/or vessel/lesion characteristics may have contributed to the event. Please note: device (cjs23300 lot# unk) is distributed outside the united states. However, it is similar to the united states product.